Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed post-operative.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to the generator with the patient controller since having hip surgery. The patient turned the therapy off instead of setting the ipg into surgery mode. Troubleshooting did not resolve the issue. The device was shown to be in "unknown_app" mode. The next course of action was unknown at this time.